Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that backup vvi occurred due to a single bit flip. A product code download was successfully performed and electrical measurements found pre-elective replacement indicator (eri) characteristics. The backup vvi did not recur. Consequently, the reason for the single bit flip could not be determined.

Event description:
It was reported that the pulse generator was found to be in hardware backup mode during a routine follow-up. The device was explanted and replaced.